Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg ¿ additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
The reported complaint was confirmed through testing of a model variant. The probable cause was determined to be the setting on the knox portal for samsung a15 phones installed with knox mdm software, which prevented audible alerts from being emitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that an app crash occurred within the investigation window. The probable cause could not be determined.